Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a basal. The customer's blood glucose reading was 285 mg/dl at the time of incident and 194 mg/dl at the time of the call. Customer also indicated that her blood glucose sometimes drops low to 40 to 50 mg/dl. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Customer was advised to change the entire set, reservoir and insulin and treat per their doctor's instruction. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis. Customer declined low blood glucose troubleshooting.

Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Performed manual prime test, and saw fluid flow through the infusion set and out the catheter tip. Ran occlusion test and no occlusion was noted.